Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 14x3.00mm, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a choice floppy standard guidewire and a 3.5 runway cls guide catheter crossed the lesion, predilatation was performed with a non-bsc balloon catheter leaving 60% residual stenosis. A 16 x 3.00 promus premier drug-eluting stent was advanced; however, resistance was felt upon crossing the ostial lad lesion. The physician decided to predilate again with a 2.75x8mm nc balloon catheter, and when the physician took again the stent, it was noticed that some cells were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped position the undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 14x3.00mm, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). After a choice floppy standard guidewire and a 3.5 runway cls guide catheter crossed the lesion, predilatation was performed with a non-bsc balloon catheter leaving 60% residual stenosis. A 16 x 3.00 promus premier drug-eluting stent was advanced; however, resistance was felt upon crossing the ostial lad lesion. The physcian decided to predilate again with a 2.75x8mm nc balloon catheter, and when the physician took again the stent, it was noticed that some cells were damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.